Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer's bg kept elevating even with manual injections. The customer changed out the set and used a new insulin bottle. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed the prime test. Later on that day, the customer called back and was still connected to the pump during a prime. The nurse stated that the customer's bg is stable and was assisted with an alarm.